Event description:
Nursing staff member reported that the IV start needle felt "dull" when sticking patient. As the day continued more nurses stated the same needle type felt "dull" and was difficult to pierce the skin. Various nurses reported this for about 15-20 ivs from this lot. Had another delivery of same lot number that morning. Opened one box and asked nursing team to test it throughout the day. At end of day, the nurses reported the new box of IV starts felt sharper and pierced normally.